Event description:
It was reported that when the patient presented in clinic after receiving patient notification alert, lead noise was observed. Patient reported having a fall on (B)(6) 2017, after which the noise episodes began. Interrogation of the device showed multiple non-sustained rv oversensing episodes due to lead noise. The noise was not reproducible through isometrics. Lead fracture was noted on chest x-ray. Lead will be explanted and replaced. The date of the procedure is not scheduled yet.

Event description:
New information received notes that when the physician opened the pocket was lead revision, twiddler¿s syndrome was observed. The lead was explanted and replaced without any issue. Patient¿s condition was stable before, during and after the procedure.

Manufacturer narrative:
The proximal region of the lead was found twisted consistent with twiddlers syndrome reported in the field. The damage found was sustained during the surgical procedure. The lead was otherwise normal.